Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a yeast infection under the lifevest equipment. There was no alleged device malfunction contributing to the infection. The patient reported being in a skilled nursing facility, but there is no indication of medical intervention specifically for the infection. Outcome of the infection is unknown.